Event description:
It was reported that the device was explanted due to infection. No further information is available at this time.

Manufacturer narrative:
Associated devices continued: 1458q/86, (B)(4).